Event description:
It has been reported by a dealer that an tdxsp-cg power chair is stuck in tilt due to tilt button on overlay came off. The end user tried to put back on and it worked for a little bit, but now its not working.